Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to low coin cell battery voltage.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) boots up intermittently. The customer stated there was not patient involvement associated with this event.